Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: rhk nexgen tibial component precoat, (B)(4), lot # 62062855; nexgen all poly patella, (B)(4), lot # 62278930; nexgen articular surface, (B)(4), lot # 62016731; distal femoral augment block, (B)(4), lot # 61774514; prc agmt block post, (B)(4), lot # 61762287; prc agmt block post, (B)(4), lot # 61785712; tibial block and screws, (B)(4), lot # 61546254; tibial block and screws, (B)(4), lot # 61006137. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-08022, 0002648920-2017-00723 and 0001822565-2016-02901. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was being scheduled for a revision procedure due to implant collapse. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following has been updated: reported event was unable to be confirmed due to limited information received from the customer. Review of the DHR found one part was scrapped due to wire gouge in box area, which could likely be related to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available.